Event description:
Boston scientific crm received info that this dextrus right ventricular lead exhibited high thresholds up to 3.1v@0.5ms. The lead was successfully repositioned in a revision procedure. No adverse pt effects were reported.